Event description:
A report was received that the patient was having to charge more frequently following multiple non-device related surgeries. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, and photographic imaging tests performed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4).) It was reported that the patient had multiple procedures in the past that were not device related. It could not be determined if electrocautery was used during the procedures.

Event description:
A report was received that the patient was having to charge more frequently following multiple non-device related surgeries. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.